Event description:
During a lead revision procedure, the surgeon used monopolar electrocautery. The surgeon was informed that device labeling states monopolar electrocautery should not be used as it may cause permanent damage to the implant. The surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.